Event description:
Information received notes that interrogation revealed that the device was either in "hardware back-up or is having re- curring telemetry problems." Dashes (---) were noted for sensor parameters and loss of ventricular capture was seen. The patient was asymptomatic during a seven second pause on the ECG. An attempt to program to emergency vvi parameters was unsuccessful. The output did not increase, but capture was restored. The ECG showed pacing at rrt with long pauses.